Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has had a power up error 14. There was no injury reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had further replaced the compressors and filters on 4/2023 @6817 hours. Then further re calibrated the compressor output, and the high pressure transducers. The system is being functioning wnl with no failure or alarm. All manifolds checks have been passed. The system was returned to the customer. There is no information about the involvement of a patient.